Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the station went offline. The customer stated that they managed to get the medication from another station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was in offline mode. A field service engineer (fse) powered off the station, removed and replaced the drawer card for drawer 4, reseated cables, reassembled, rebooted, and confirmed proper functionality. The station was tested in hardware test application, and the customer verified by performing inventory. The system functioned as intended after the field service engineer repaired the device.